Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with normal operating current. Device passed displacement test and self test. Device passed off no power test. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had blank display and it did not turn on after changing the battery. The customer's blood glucose was unknown at the time of incident. The customer cleaned the battery cap and compartment with a cotton swab and inserted a new battery and but the insulin pump did not turn on. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan as per healthcare professional. The device is expected to be returned for analysis.